Event description:
It was reported that multiple cartridges were leaking from the canister. There was no reported impact to the customer¿s blood glucose level. Customer changed cartridge and successfully resumed insulin therapy.